Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the device alarmed a motor error alarm during rewind. Customer's blood glucose was unknown. Found multiple motor error alarms in history. Customer was advised the device will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The pump was received with a motor error alarm during the rewind due to an out of phase motor encoder signal. The pump passed the currents test. Unable to perform the self test, unexpected restart, displacement, basic occlusion, occlusion, prime or no delivery tests due to the motor error alarm. The pump had a cracked case at display window corner, broken battery tube threads, minor scratches and cracked display window, and a missing end cap sticker.